Manufacturer narrative:
Microscopic examination revealed a series of openings in the cf white double wall cuff which are typically the result of a sharp object scraping the cuff's length. The openings are neat and clean and only vary in length. As stated by the user, the device was tested prior to intubation, therefore the openings could not have been present at that time. Also, in this condition, the device would not have passed sheridan's 100% four hour inflation system test. Five retained units were tested and found fully functional. A complaint file review shows no prior complaints for either finished device lot or their sub-components' lots. Based on the info available and the examination results, it is concluded that the damage was incurred during or after the intubation of the pt. No further info is anticipated for this report.

Event description:
No leak prior to insertion. Balloon broke upon insertion.